Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported a left side rupture and confirmed intraoperatively. Device has been explanted,

Manufacturer narrative:
Visual analysis of the photographs identified: through the photo provided, it is not possible to determine the lot number and catalog. Observed rupture in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Health professional reported a left side rupture and confirmed intraoperatively. Device has been explanted.